Event description:
It was reported that the patient in clinic for initial implant procedure. Upon interrogation after fixation and placement of the right atrial (ra) leadless pacemaker (lp), it was found that it exhibited no capture and no sensing. Fluoroscopy imaging was performed and revealed that the ralp had dislodged and was free floating in the right atrium. The ralp was retrieved and replaced successfully on (B)(6) 2025. There were no patient consequences.

Manufacturer narrative:
The reported events of failure to capture and failure to sense could not be confirmed, and the reported event of dislodgement was not confirmed. Visual inspection of the device found the outer helix and inner helix within specification. The device was unable to establish telemetry, and no output was noted upon receipt. Analysis indicated the device was permanently deactivated in the field, and no further analysis could be performed. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. No anomalies were found.